Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) error message was confirmed during archive data review but not during functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported user advisory (ua) 17 error. The customer's reported secondary complaint of the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause for user advisory (ua) 07 was a defective load cell. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed a hairline crack on the front enclosure, likely caused by user mishandling such as a drop. The front enclosure needs to be replaced to address the observed physical damage. The autopulse platform failed initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer reported complaint. The reported user advisory (ua) 17 error could not be replicated during the functional testing. The archive data was reviewed and contained multiple user advisory (ua) 17 errors on the reported event date, thus confirming the customer complaint. Also, the archive data showed user advisory (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Load cell characterization test results confirmed that load cell module 1 exceeds normal parameters and needs to be replaced to remedy the (ua) 07 error. The user advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient. The reason the autopulse platform stops after a few compressions, it is trying to build-up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. As a precautionary measure, the brake gap was cleaned and adjusted to address the reported user advisory (ua) 17 error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message after performing 10 compressions. The lifeband was re-adjusted, however, the same issue occurred again after performing 10 compressions and the user was unable to clear the error message. The crew immediately performed manual CPR. No consequences or impact to patient. The following day a device check was performed, and the (ua) 07 (discrepancy between load 1 and load 2 too large) error message was observed.